Manufacturer narrative:
(B)(4).

Event description:
The complaint states an wire/needle/cannula damaged or missing issue was reported. Photo was provided for analysis however photo analysis is unable to determine confirmation of the allegation. The complaint is undetermined based on photo. The probable cause could not be determined.